Event description:
It was reported to philips by a customer that the unit display was losing backlight. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported the display was its losing backlight. The biomed stated when unit is powered on, he could see the display at first, then it will darken making visibility hard. The rse provided customer with lcd assembly part number and backlight inverter part numbers. It is unknown if any repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The biomed replaced the lcd assembly and backlight inverter to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.